Manufacturer narrative:
Concomitant medica product: c4tr01 crtp, implant date: (B)(6) 2015; 5071-53 lead, implant date: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine replacement, it was decided to replace the rv lead prophylactically. It was noted that the right atrial (ra) lead, the right ventricular (rv) lead and the left epicardial lead were cut and insulation damage was noted. The pacing leads were capped and a new rv lead was placed. No patient complications have been reported as a result of this event.